Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6)2022, the patient went to the emergency room because the readings on the cgm did not align with the bg meter (values not provided). At the emergency room (ER), the patient's bg was checked and the readings were still inaccurate from the cgm (values not provided). The patient was provided IV insulin at the ER. The patient was hospitalized until 12/04/2022. During the time of the report, the patient reported a cgm value of 379 mg/dl and a bg value of 277 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator for the date of event. No additional patient or event information is available.